Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was found that the atrial lead exhibited noise over-sensing resulting in mode switch episodes. No intervention was performed. The patient was stable.